Event description:
It was reported that the infusion port catheter was blocked, and the infusion was not smooth. No adverse effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 12/17/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: received one (1) used product. One (1) customer image was returned of the sample kit. As received, there were no damages or anomalies observed. Functional testing was performed, and free flow was observed with no leaks from the port body or catheter. The complaint of an occlusion could not be confirmed nor replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3 and h6 codes - updated. Based on the picture review, the reported issue was not possible to confirm. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.